Event description:
Per the clinic, the patient experienced a skin flap necrosis around the implant side. Treatment with antibiotics (type and date not reported) was unsuccessful. The device was explanted on (B)(6) 2012. Reimplantation is planned but has not taken place as of the date of this report (B)(6) 2012.

Manufacturer narrative:
This report is filed (B)(4) 2012.